Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 6800 system would not fluoro. No pt injury was reported.